Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The company representative (rep) reported that after an operation to replace the implantable neurostimulator (ins), an "analysis requested" memo was attached to the ins regarding a connection failure. The device was considered defective. The rep was going to obtain more information from the physician. A few weeks later the rep reported that the problem was not of the ins, but the connection problem of the pocket adaptor. When the ins was replaced, the pocket adaptor was used but had a connection problem. If additional information is received, a follow up report will be sent.